Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to remove the previously placed kugel mesh, which failed and was causing a small-bowel obstruction." The description does not clearly define the mesh failure and medical records are not available at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an umbilical hernia with a bard/davol small oval composix kugel patch, reference number (B)(4) and lot number husi0423. On (B)(6) 2016: the patient underwent an additional surgery to remove the previously placed composix kugel, which failed and was causing a small-bowel obstruction. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to remove the previously placed kugel mesh, which failed and was causing a small-bowel obstruction." The description does not clearly define the mesh failure and medical records are not available at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of explant. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 7 years 2 months post implant of composix kugel hernia patch, patient was hospitalized for bowel obstruction and diagnosed with adhesions, fibrosis, hernia recurrence, wadded mesh and abdominal pain thereby underwent repairs with mesh removal. The instructions-for-use supplied with the device lists adhesion and hernia recurrence as possible complications. Review of manufacturing records confirms product was manufactured to specification. . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an umbilical hernia with a bard/davol small oval composix kugel patch, reference number 0010201 and lot number husi0423. On (B)(6) 2016: the patient underwent an additional surgery to remove the previously placed composix kugel, which failed and was causing a small-bowel obstruction. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: on (B)(6) 2009 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, "the hernia sac near the umbilicus was opened and amputated. The herniated omentum was placed back into the abdomen. A small oval composix kugel mesh was secured underneath the fascia and sutured." 22-aug-2012 - patient visited hospital for abdominal pain. On (B)(6) 2013 - patient was hospitalized for abdominal pain and small bowel obstruction thereby had ng tube placement. Patient was hospitalized with the same diagnosis last year. On (B)(6) 2016 - patient was diagnosed with small bowel obstruction thereby underwent exploratory laparotomy with mesh removal. Per operative notes, "the fascia was opened inferior to the mesh, where the bowel was adhered to the mesh. The bowel was carefully teased away from the ptfe portion mesh until it was completely freed and then mesh was completely excised from the anterior abdominal wall along with some hernia sac." On (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia, incarcerated small bowel, adhesions thereby underwent open repair with excision of previous mesh. Per operative notes ¿the hernia sac was dissected all way down to fascia, multiple defects identified. The previous mesh was not functional and was excised. A proceed (polypropylene) mesh was then secured into place using sutures and tackers.¿ (on b)(6) 2018 - patient underwent repair of recurrent incarcerated incisional hernia with polypropylene mesh. Per operative notes ¿the mesh had torn away from very weak fascia and exposed hold in inferior portion of previous hernia. The previous (polypropylene) mesh was then placed into proper place and reinforced with a second piece of proceed (polypropylene) mesh on top of previous one.¿ attorney alleges that the patient had hernia recurrence, adhesions, bowel obstruction, pain, emotional injuries and subsequent surgeries to repair recurrent hernias on (B)(6) 2018.